Manufacturer narrative:
Device evaluation anticipated, but not yet begun. The mains inlet and the fuses were replaced. The replaced parts have been requested for investigation but not yet received. A supplemental medwatch report will be sent when investigation is completed. (B)(4).

Event description:
It was reported that the compressor could not power up. There was no impact on patient. (B)(4).